Event description:
A customer is reporting that the barcode reader processed a different number than what was on the actual barcode on an advia centaur xpt (sn: (B)(6)) instrument. The actual barcode was c00535729910 but the reader displayed c00530929910. Customer alleged the event caused a delay in medical procedure. There were no other, known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
A united states (us) customer reported that the barcode reader processed a different number than what was on the actual barcode on an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the issue was due to reagent probe 1 (rp1) wicking. The cse corrected this issue and the system was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.